Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing on the right atrial (ra) lead. Low amplitude was observed on the ra lead. Technical services (ts) also noted a simultaneous decrease in the right ventricular (rv) lead and left ventricular (lv) lead impedance measurements, but still within range. Additionally, a decrease in the biventricular pacing was observed. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.